Event description:
It was reported that the patient returned for a follow up visit and was experiencing "immense pain." It was determined that the lead had perforated the heart and was against the chest wall. The lead was capped and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.